Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low atrial and left ventricular intrinsic amplitude. Review of the device data demonstrated that there was farfield r-wave oversensing on the presenting electrogram (egm). Undersensing of the atrial signal was also observed on the atrial automatic threshold test. Appropriate sensing was otherwise noted in stored egms. The atrial sensitivity was programmed to automatic gain control (agc) 0.25 mv. The crt-d remains in service. It was additionally reported that the farfield oversensing had persisted and resulted in inappropriate mode-switching to atrial tachy response (atr) and recorded atr episodes. Further review of the device programming was recommended. Further information received indicated that the crt-d recently delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be an atrial-driven arrhythmia. It was also noted that the atrial, left ventricular and shock impedances were all trending upward, though still within normal limits. Technical services discussed programmed settings. The crt-d remains in service.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low atrial and left ventricular intrinsic amplitude. Review of the device data demonstrated that there was farfield r-wave oversensing on the presenting electrogram (egm). Undersensing of the atrial signal was also observed on the atrial automatic threshold test. Appropriate sensing was otherwise noted in stored egms. The atrial sensitivity was programmed to automatic gain control (agc) 0.25 mv. The crt-d remains in service.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low atrial and left ventricular intrinsic amplitude. Review of the device data demonstrated that there was farfield r-wave oversensing on the presenting electrogram (egm). Undersensing of the atrial signal was also observed on the atrial automatic threshold test. Appropriate sensing was otherwise noted in stored egms. The atrial sensitivity was programmed to automatic gain control (agc) 0.25 mv. The crt-d remains in service. It was additionally reported that the farfield oversensing had persisted and resulted in inappropriate mode-switching to atrial tachy response (atr) and recorded atr episodes. Further review of the device programming was recommended. Further information received indicated that the crt-d recently delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be an atrial-driven arrhythmia. It was also noted that the atrial, left ventricular and shock impedances were all trending upward, though still within normal limits. Technical services discussed programmed settings. The crt-d remains in service. Additional information received indicated that the false atrial arrhythmia detection due to farfield oversensing continued and there was a reduction in the left ventricular (lv) pacing percentage which coincided with the false episodes. Further review of the device programming was recommended.